Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) channel of the device. It was suspected that the cause of the noise was electromagnetic interference (emi) or myopotential. Technical support was contacted and provided reprogramming recommendations. There was no intervention completed at this time and the patient remained stable.

Event description:
Additional information was received that the device was reprogrammed to resolve the issue.